Event description:
The sample wheel using 16.0 mm x 100.0 mm sample tubes incorporates an inner ring and an outer ring configuration. The bar coded sample tubes in the outer ring are read by an outer ring bar code reader and the bar coded sample tubes in the inner ring are read by an innerr ring bar code reader. The inner bar code reader was reading a pt sample tube physically located in position #2 as if it were in position #4. No errors were generated. No deaths or serious injury have been reported because of this problem. No alteration or impact on pt treatment was noted.